Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Damage to the distal tip of the dilator was noticed out of the box. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath is not expected to return for laboratory analysis as it was disposed. It was further reported that the reported damage consisted of a small burr that was seen at the distal tip of the dilator. The physician decided that the tip was good enough to proceed with the procedure successfully as opposed to what was previously reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Damage to the distal tip of the dilator was noticed out of the box. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath is not expected to return for laboratory analysis as it was disposed.